Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the hand piece device was leaking. The reporter was unable to determine the date of the event. The reporter stated that after a retest, there was no longer a malfunction with the device. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted.